Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026, they experienced a skin reaction with itching, inflammation, swelling, fever (around 37 degrees) that extended beyond the patch perimeter. The area was prepared with alcohol before placing the sensor on the body. On (B)(6) 2026, the patient visited a medical institution and was prescribed oral medication (cefaclor capsules and aquatim ointment). At the time of the report, the patient was in the process of recovering. No photo or other details were provided. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).